Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the lcd is faulty; cannot see the letters. The unit was triaged and the issue was confirmed. The lcd screen was replaced. The unit has been repaired, tested and recertified per procedure. The potential root causes are excessive damage due to customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. No patient was involved. Upon triage on (B)(6) 2017 the service tech found the lcd is faulty; cannot see the letters.